Manufacturer narrative:
The insulin pump had a blank display and constant tone after the battery was installed due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.

Event description:
The customer stated that the insulin pump had a blank display, as it was submerged in water. The customer stated that the insulin pump also began beeping. Nothing further was reported.